Event description:
Customer reported that an 840 ventilator was inoperable. The device was being used on a pt when event occurred. The pt was not harmed or injured due to reported event. Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure pt alarms, then the xb0069 code is initiated. Once the xb0069 is initiated the pb840 ventilator system enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the pt to breathe room air spontaneously, although positive pressure ventilation is no longer provided.

Manufacturer narrative:
Covidien reference # (B)(4). Covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and upgrade the software to the current revision. The device passed extended self test (cse) and short self test (sst). Field action associated with this issue was issued 12/16/2013.